Event description:
Customer called customer service and needed help setting up the meter to obtain a blood test. Customer stated "yes" to injury and disconnected. An attempt was made to call the customer back to complete troubleshooting however; customer did not wish to complete the medical survey and refused to speak with the agent. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to training issue, hence there is no indication of a product malfunction. Therefore no further investigation of the product is required. Additionally: the actual date when the medical event occurred is unknown.